Event description:
It was reported that during engineering evaluation, it was observed that the motor device had vibrations and high temperature. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported conditions were confirmed. The assignable root cause was determined to be due to the device worn from normal wear and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.